Manufacturer narrative:
The affected device was initially reported as an asahi gaia pv guide wire on december 7, 2023. Manufacturing records of gaia pv guide wire showed no manufacturing of the initially reported lot. Lot history review revealed the subject lot belongs to asahi sion guide wire instead of the reported gaia pv guide wire and the products of the subject lot were shipped to a distributor in russia. Therefore, it was concluded that the reported gaia pv guide wire was not manufactured or sold by asahi intecc co., ltd. As additional information received on january 22, 2024 showed that the affected device was an asahi gaia second guide wire instead of the initially reported gaia pv guide wire, this event was determined to be reportable. No further information was obtained. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, finding on lot history review and referring to known similar events, it was presumed that stress generated with torqueing manipulation, pushing and/or pulling manipulation might have been locally applied on the tip of the gaia second guide wire likely when the wire tip was caught by the lesion. Consequently, the wire tip could be detached. It was concluded that this event was not attributed to product quality. As the reported gaia second guide wire was not returned for investigation, it was unable to completely rule out the potentiality that some wire fragment(s) might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. ~ separation of the guide wire.

Event description:
It was reported that an asahi gaia second guide wire had detached inside the patient during angiography. The detached guide wire was snared out. No additional information was obtained.